Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and elevated cardiac troponin), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively be determined through this evaluation. It was reported that the patient was hospitalized on (B)(6) 2021 due to left groin hemodialysis catheter drainage and infection. The patient had an increase in cardiac troponin that was being monitored. It was also noted that the patient had a driveline infection. The patient was treated with antibiotics and was discharged on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) lists infection as an adverse event and that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines care instructions in reference to preventing infection, including exit site treatment. No further information was provided. The manufacturer is closing the file on this report.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted due to left groin hemodialysis catheter drainage and infection. The area had cultures that were positive for pseudomonas aeruginosa and blood cultures that were positive for coagulase and negative for staphylococcus infection. The patient was started on antibiotics and planned to have their hemodialysis catheter removed and their cultures monitored. The patient also had abnormal labs which revealed critical troponin-t protein count. The patient's driveline infection was cultured. On (B)(6) 2021, cultures from the driveline came back positive for pseudomonas aeruginosa which is the same bacteria from the left groin wound. The patient was treated with cefepine and daptomycin. On (B)(6) 2021, the patient had their catheter removed and was discharged. The patient finished their antibiotics on (B)(6) 2021.